Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to component migration, endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2013, the patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2018, routine follow-up CT (computed tomography) imaging identified evidence of distal device migration (distance unknown), a proximal type I endoleak, and aneurysm enlargement (amount unknown). According to the report, the trunk-ipsilateral leg component lost apposition to the aortic wall, migrated distally which resulted in an endoleak and enlargement of the aneurysm over time. It was reported, an intervention has not been perform to treat the endoleak and continuing aneurysm enlargement. The physician will continue to monitor the patient.